Event description:
It was reported that asymmetrical lens vaulting was noted approximately three months post implantation. The surgeon repositioned the lens and implanted a capsular tension ring (ctr) but he was not successful. A different surgeon explanted the lens. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.